Event description:
Customer reported to beckman coulter, inc (bec) that 2-3 milliliters of blood spilled from the fitting on the blood sampling valve (bsv) between fitting 2 and 4 of the unicel dxh 800 coulter cellular analysis system. Customer reported that the spill was contained within the unit. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the aspiration tubing at fitting 2 was disconnected from the bsv. The fse properly cut edge of tubing and installed the tubing correctly.

Manufacturer narrative:
(B)(4).